Manufacturer narrative:
(B)(4). Results of investigation: carefusion was not able to duplicate customer¿s reported problem of the unit failing to ventilate while in service. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 118 hours of extended tests. The ventilator passed the initial final test and the initial alarm volume test. However, a review of the event trace revealed several ¿inop¿ conditions. The event trace review cannot determine the root cause for ¿inop¿ conditions. The main board was replaced as a precaution.

Event description:
It was reported by the customer that while on a transport of an intubated post arrest patient, the ventilator alarmed "check patient circuit". The crew could not find any circuit issues even after replacing the circuit. It was also reported that the ventilator would not produce any breaths or provide any pressure. The patient was manually ventilated for the remainder of the transport. There was no allegation that the ventilator caused patient harm. The patient later passed away.